Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the image acquisition system (ias) was powering down while sitting idle outside of case. System was on for additional 5hrs without relapse of symptom after site used it for a case. Found history of error 38 (5vdc power supply) in generator logs. No further errors. Logs inconclusive as to ias powering down. Issue could not be duplicated. Ps1 measured at 5.05vdc. Ps1 voltage was increased to 5.12vdc. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system shuts down while it is plugged in. Site was not able to indicate if it was the mobile viewing station (mvs) or image acquisition station (ias) shutting down. No patient impact.